Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high out of range pacing impedances measuring greater than 2,000 ohms. Subsequently, the patient underwent a revision procedure and this product was explanted and replaced. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory it was discovered that the lead was returned severed and only the distal segment of the lead was returned. Electrical testing was performed on the segment of the lead returned and the lead was found to be electrically continuous. An x-ray was also taken and no anomalies were noted. Laboratory analysis was unable to confirm the clinical observation with the returned portion of the lead. Evidence is suggestive that the lead was cut during the explant procedure.

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
--